Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced eye pain, irritation, foreign body sensation, and redness. The patient sought medical attention and was prescribed levofloxacin 1.5% (antibiotic) and fluorometholone 0.1% (steroid). Good faith efforts have been made to obtain additional medical information without success. This event is being reported out of an abundance of caution due to the prescribed antibiotic/steroid medication, incomplete diagnosis, lack of medical information, and unknown resolution.

Event description:
The patient began experiencing symptoms of eye pain, irritation and foreign body sensation on (B)(6) 2017. The following day the patient sought medical treatment and was diagnosed with conjunctivitis in both eyes (ou). The patient was prescribed levofloxacin 1.5% (antibiotic) and fluorometholone 0.1% (steroid) and was advised to discontinue lens use for one week. The eye care provider described the incident and non-serious, the inflammation was observed in both the upper and lower conjunctivae and is possibly due to an allergy. The patient was seen for follow-up care on (B)(6) 2017 and the event was resolving. This would not be considered a reportable event. No permanent impairment of eye function or damage to body structure. No evidence of medical treatment or medication to preclude permanent impairment of eye function or damage to body structure. This event does not meet the definition of serious injury. If the event were to reoccur, it is not likely to cause or contribute to death or serious injury. This event does not meet the minimum criteria of an adverse reportable event in any country or region where the product is sold.